Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The return of the sample is pending. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 0606100 implantable port allegedly sheared from the port hub and lock. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The female patient is (B)(6) years old and weighs (B)(6) pounds.

Manufacturer narrative:
H.10. The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Therefore, the reported catheter shears from port hub and lock cannot be confirmed. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 0606100 implantable port allegedly sheared from the port hub and lock. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The female patient is 49 years old and weighs 196 pounds.